Event description:
It was reported that 1 device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the al326 instrument is misfiring (no clips are coming out). There was no consequence to the pt.